Event description:
The patient reported she tried to retract the piston rod on her insulin infusion device and the device would not display "3.15 ml." The patient was instructed to insert a new battery but the issue continued. The patient stated she will switch to her alternate insulin therapy method. There were no physiologicals effects reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.